Event description:
It was reported that the customer experienced high blood glucose and a bolus was not delivered. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm due to corroded motor home switch. Unable to perform prime, displacement, occlusion, prime and excessive no delivery alarm tests due to motor error alarms. Unable to verify bolus anomaly die to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.